Event description:
Successful dissection of femoral arteries and wire access obtained. An angiographic study was performed and it was determined there was a disparity between the right and left renals; approximately 2cm with the left renal being the lower of the two. This was confirmed by CT. The zenith flex was prepped to be implanted into patient. Once the device was viewed under fluoroscopy for the orientation of the contra-lateral marker, the device was inserted over a lunderquist wire through the left femoral artery. Deployment began after angio performed to isolate the left renal artery and screen was marked. After two wire forms were opened, confirmation angio was performed, graft was too high in relationship to the left renal artery. Graft was then adjusted and another angio performed and graft was below the left renal artery. Physician wanted to deploy out of the recommended IFU sequence. Deployment had continued on the main body until the contra-lateral limb was opened. Physician thought the graft was on the "low" side and proceeded to advance the device towards the black trigger wire was removed and the supra-renal stent was successfully deployed. No confirmatory implanted. The additional two wire forms of the main body on the ipsilateral side were deployed, the white trigger wire was deployed, and the top cap was successfully recaptured. A retrograde angiogram was performed to isolate the origin of the left iliac bifurcation, it was located and an iliac leg graft was implanted. A molding balloon was used to "iron out" the inferior portion of the supra-renal stent, as well as the overlap junctions and distal landing zones on the contra and ipsilateral sides. Final angiogram was performed and it was then noted that the left renal artery was not filling. After reviewing several of the earlier angiograms, it was determined that the graft was obstructing flow to this vessel due to the fact that it was several millimeters on the high side. During the next hour, multiple catheter and wire manipulations were performed to isolate the left renal artery to cannulate. It was determined to inflate the molding balloon and attempt to "pull" down the graft. Graft did move down 1-2mm, but it was not sufficient enough. Several unsuccessful attempts were made to cannulate the left renal artery. Approximately 200cc of full strength contrast was used. The patient continued to have good urine output throughout the procedure as indicated by anesthesiologist, but cannulation of the renal artery was never successful.

Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. An internal clinical review indicated that the event was caused by the physician's positioning of the device over the patient's left renal artery. Cook instructions for use states the following: "always use fluoroscopy for guidance, delivery and observation of any zenith flex aaa endovascular graft components within the vasculature." "Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications."